Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced an unspecified issue with his phone and the dexcom device. The patient experienced loss of consciousness for 3 to 4 hours, he experienced rapid decreasing hypoglycemia but did not know what exactly happened. The patient was in an active sensor session during the event and was receiving readings and alerts when he suddenly lost consciousness. However, he mentioned that during the time of unconsciousness there were no cgm readings on his phone (when checking back on his phone for the time he was unconscious) and did not know if it was due to a possible faulty sensor. The patient regained consciousness on his own and stated he did not need medical intervention. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.